Manufacturer narrative:
Instruction s about proper transportation and proper storage during transporting should be followed, and always with due caution during transportation.

Event description:
Dealer stated spokes broke on wheel during transport.